Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00056, 0001822565-2021-00678. Concomitant medical products: femoral component size e right, item# 00576401552, lot# 61451124. Articular surface , item# 00596203210, lot# 61148791. Drop down stem extension , item# 00595006745, lot# 61444126. Headed screw 48 mm length, item# 00579104100, lot# 61473904. Stemmed tibial component fixed bearing precoat size 4, item# 00595003702, lot# 61390837. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified that there was no complication found during the initial surgery. A manipulation was required four weeks post op due to massive swelling and redness around the surgical area and the patient¿s knee locking up from scar tissue. There were no complications for eight years after the manipulation, and the swelling reduced. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert: (B)(4) the pain, swelling, and poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient reported swelling and redness around the surgical site after the initial right total knee arthroplasty. Approximately four weeks post implantation the patient's knee locked up from scar tissue which required manipulation. The patient's symptoms resolved after the manipulation. Attempts to obtain additional information have been made; however, no more information is available.